Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to the history of dvt and unable to tolerate anticoagulation. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and migrated.the device was removed via an open abdominal procedure, after two attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After a week later, patient presented to the emergency department with the complaints of chest pain and shortness of breath. A computed tomography angiogram of chest was performed which showed saddle pulmonary embolus extending into segmental branches bilaterally. After two days, patient was planned for filter removal. Through the right femoral vein approach, a selective angiogram was performed. The study showed inferior vena cava filter was significantly tilted with slight proximal migration and dislodgement of the legs making the filter incompetent and likely responsible for development of the saddle embolus. Then through the right internal jugular vein approach, attempted to snare the filter hook using multiple snares as well as the cone snare. Despite multiple attempts, did not snare the hook as it was tilted towards the wall of the inferior vena cava. Retrieval of the filter was aborted. After two days, tried second attempt for filter removal. Through the right internal jugular vein approach, a bard retrieval sheath was advanced and snared the wire across the shoulder of the filter. The wire was looped and attempted to straighten out the filter. The filter however could not be straightened out. This approach was aborted and advanced an amplatz wire into the left iliac artery. Attempted to snare the filter using the gooseneck snare. Despite multiple attempts, this could not snare the hook. Further attempts at snaring using this technique was aborted. The filter remains tilted with the hook abutting the inferior vena cava wall. A vascular ultrasound was performed and showed that there was a clot within the filter as well as some clot superior to the filter. After four months, patient was planned for open surgical explantation of filter. A right subcoastal kocher incision was made, and the inferior vena cava was then exposed. There was an inflammation associated with anterior strut perforation of the filter into the duodenum without any full thickness injury. Then identified the inferior vena cava and dissected this medially and laterally. Placed a purse string suture and grasped the inferior vena cava filter and attempted to retrieve this but appeared to be not the nose of the filter and was rather another anterior strut as the filter was noted to be upside down and nose posterolateral and caudal. Then identified the cone of the filter and a u string suture placed and grasped and retrieved manually with constant pressure. The inferior vena cava filter was malpositioned and erosion through the inferior vena cava wall. Therefore, the investigation is confirmed for the alleged filter tilt, filter migration, perforation of the inferior vena cava and the retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter and pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2,d4(expiry date: 02/2019),g2,g3,h6(patient, device, method, conclusion). H11: h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged filter tilt, filter migration, retrieval difficulties and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to the history of dvt and unable to tolerate anticoagulation. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and migrated . The device was removed via an open abdominal procedure, after a two attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pe post implant; however, the current status of the patient is unknown.